Event description:
Information was received from a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had to have her implanted neurostimulator (ins) relocated because it was pressing up against a nerve. She had severe shooting pains when she moved a certain way. This began a couple of months after implant and had a gradual onset. Stimulation was turned off due to doctor direction. It was unknown what circumstances led to the ins pressing against a nerve. A new ins was implanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.